Event description:
It was reported that during the attempted implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), the valve dislodged. Subsequently, the system was withdrawn from the patient and a non-medtronic transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed and a non-medtronic (safari) guidewire was used for the procedure. The patient anatomy was a contributing factor to the dislodgment due to during repeated deployment, the patient's non-coronary cusp (ncc) valve leaflets dislodged to the left ventricle (lv) side, and the fixation became poor. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), the valve dislodged. Subsequently, the system was withdrawn from the patient and a non-medtronic transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event.